Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information not available for reporting. Unknown when pain began. PMA 510k: this report is for an unknown plate matrix mandible. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Investigation summary: product was not returned and no lot number was provided. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature article: bhupendra et al. (2012) locking v/s non-locking reconstruction plates in mandibular reconstruction, national journal of maxillofacial surgery, volume 3, issue 2, pages 159-165. India. The aim of this article was to compare the efficacy of locking plates to non-locking plates in the osteosynthesis of mandibular fractures on the basis of clinical parameters. A total of 12 patients with mandibular fractures who underwent osteosynthesis were divided into two groups: the first with 2.4mm locking titanium plates implanted and the second with 2.7mm non-locking titanium plates implanted. The first group experienced pain. The second group experienced pain and swelling. Panoramic radiographs were taken pre-operatively and post-operatively at first, third, sixth, and twelfth week intervals. This is report 2 of 2 for (B)(4). This report is for two (2) devices: an unknown 2.4mm locking titanium plate and a 2.7mm non-locking titanium plate. A copy of the literature article (or abstract) will be submitted with this medwatch.